Event description:
Pt in for 1/3/02 for consultation for ruptured implants. Scheduled for surgery 2002 to have replaced. Implants removed lt ruptured still in pieces. Rt significant gel bleed. Bilateral total capsulectomies. Severely calcified and thickened. Gel implants replaced.